Manufacturer narrative:
B3: estimated date of event. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis are listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The 2.75x28mm xience xpedition referenced in b5 and d11 is being filed under a separate medwatch report number. H3 other text : the product was not returned as the stent remains in the anatomy.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized due to chest pain that had been occurring for a month. Angiography showed single-vessel lesions. A 2.75x23mm xience xpedition stent was successfully implanted in the middle of the left circumflex with 90% stenosis. A 2.75x28mm xience xpedition stent was successfully implanted in the middle of the left coronary artery with 90% stenosis. The patient was discharged on (B)(6) 2014. It was confirmed that the patient was compliant with dual antiplatelet drug therapy (dapt) after the procedure. The patient was re-hospitalized due to angina pectoris in (B)(6) 2018. Coronary angiography showed stent blockage of about 90% (unknown which stent[s] showed blockage). Balloon dilatation was performed on the patient and one of the xience xoedition stents was removed and another stent was implanted (it is unknown which xience stent was removed). Then the patient was discharged after improvement. Per the physician, the event was possibly related to the device. The patient is currently in good health. No additional information was provided.